Event description:
The customer reported obtaining erroneous laser voltage readings on the coulter hmx hematology analyzer with autoloader. There were no reports of injuries or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) replaced the laser which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).